Event description:
It was reported by service report that the rubber tread was coming off of the wheel. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Delaminated caster.